Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m121551 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m121551 and test base part number 190-430 / lot m121551 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m121551 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer sent a cumulative report of six (6) false negative results with the ID now covid-19 assay generated across five (5) different testing sites. This report represents one (1) of six (6). A customer reported a false negative result with a direct nasal swab sample (swab type not otherwise specified) on the ID now covid-19 assay. Specimen collection occurred on (B)(6) 2020; testing date and time is unknown. Confirmation testing on a nasopharyngeal (np) swab eluted in vtm (swab and vtm type not otherwise specified) was positive by the abbott m2000. Confirmation specimen collection occured (B)(6) 2020; testing date and time is unknown. Additional patient information, including symptoms, treatment, impact and outcome was unknown. Attempts to gain further information were unsuccessful. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.